Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the patient clearance button on arm 4 was not working. The tse was unable to verify any logs since the system was not connected. The csr stated that the button was tested after the procedure, and it was not functioning. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The usm was tested on an in-house system in normal mode, where it triggered no errors, but the tornado down button was unresponsive. The usm was also tested on a psc fixture test platform (pftp), where it failed the insertion buttons test on tornado down. A golden axes controller spar button board (acsb3) was installed, and usm passed all required tests. During the investigation, liquid intrusion was noticed on the acsb3 printed circuit assembly (pca) as well as the buttons and cover.